Manufacturer narrative:
The pump had no button response due to corroded keypad traces. The pump passed the idle current test. Unable to perform the run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, no delivery, or displacement tests due to the button keypad anomaly. The pump had minor scratches on the display window and a cracked reservoir tube lip.

Event description:
It was reported that the customer experienced low blood glucose but the insulin did not alarm that patient was low. Customer stated blood glucose with finger stick was 5.2mmol/l, 2.7mmol/l and continuous glucose monitor reading was 4.2mmol/l and later was 3.7mmol/l. Customer declined to do troubleshooting fro low blood glucose. Customer reported that the insulin pump buttons were unresponsive. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.